Event description:
It was reported that during the implant attempt, it took several attempts to position the lead. After the seventh position, the lead was stable with acceptable sensing and threshold measurements. After connecting the lead to the device, retraction of the stylet out of the lead was difficult and required a lot of force to remove it. Once the lead was connected to the device, there was low sensing. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. In addition, the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.